Event description:
The information received from the affiliate states that this stent shortened during deployment from 10 cm to 6 cm. There is no additional information available at this time. Please note that multiple atempts have been made to acquire additional information an have been unsucessful.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming witin 30 days upon receipt.